Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump clicking in there seem like it was not moving, did not hear no click, and the pump was possible overdelivering. The customer reported blood glucose value of 6.5 mmol/l. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1884, mmt-332a, and mmt-386a. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned. Product return was requested for mmt-332a. The customer will discontinue using the device, and the customer response was that the device will be returned. Product return was requested for mmt-386a. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0872 inches. All buttons function properly. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of [(B)(6) 2024] found bolus deliveries of 19.9u at 18:44:33.000 and 18u at 21:48:17.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. ¿ the j1 connector on pcba 1 was locked properly during visual inspection. The pump was received with scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, damaged display window cover, cracked belt clip rails, label damage(faded/stained/peeling), broken battery tube threads, cracked case, cracked case (battery tube), and cracked case-corner of belt clip rails. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Alleged cosmetic damage confirmed where label damage(faded/stained/peeling) was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.